Event description:
Device issue: none. Adverse event: stroke. Onset of adverse event: after the procedure. It was reported that approximately one hour after the implantation of the xact stent in the left internal carotid artery, the patient experienced a possible stroke with severe aphasia resulting in a prolonged hospitalization. Results of the CT scan found no acute infarct. The patient was not responding to command and was felt to be related to the elevated creatinine level. The patient's discharge diagnosis indicated postoperative encephalopathy likely related to intravenous sedation. There were no residual neurological deficits reported. Besides observation and a prolonged hospitalization, there was no reported intervention for the neurological deficits. The patient was transferred to a rehab facility or nursing home four days later. There was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information.